Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that he received 36 no delivery alarms on the loaner insulin pump and his doctor told him to disconnect and request it to be replaced. Customer received a new insulin pump and connected it; he inserted a new infusion set with new insulin and has received 13 no delivery alarms. Customer inserted in a never used site. Customer stated that the no delivery alarms have been during bolus and basal delivery. Customer stated he noticed something in the reservoir but did not know if that is caused by heat. No troubleshoot performed as the customer had changed the infusion set and reservoir. Blood glucose value was 114 mg/dl. Nothing further reported.